Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, a palmaz blue on aviator plus peripheral stent system was used and the stent failed to pass through the stenosis position. The stent implantation failed and the plaque fell off, blocking the artery. The device was stored, handled, inspected, and prepped per the instructions for use (IFU) and no anomalies were noted during prep. The target lesion was the opening of the right vertebral and was severely calcified and had severe tortuosity. There was eighty-percent stenosis and it was not a chronic total occlusion (cto). It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. An 8f non-cordis sheath was used. The stent delivery system (sds) did not pass through any acute bends. A contralateral approach was not used. There was no unusual force used at any time during the procedure. The other devices used with the product did not kink or bend at any time. Due to severe vessel tortuosity, the plaque could not be removed from the patient and the procedure failed because of the patient¿s pain. The patient discharged after three days of treatment, no follow up was performed. One non-sterile unit of a blue/aviator/plus 5x18/142p pk was received for analysis coiled inside a plastic bag. Per visual analysis, it was observed that a palmaz blue stent was properly mounted on the aviator balloon. The unit was inspected under the vision system and neither anomalies nor damages were observed on the aviator balloon nor on the palmaz stent received. A device history record (DHR) review of lot 17698081 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaints reported by the customer as ¿stent delivery system (sds)- failure to cross¿ and ¿embolism¿ were not confirmed since the reported complaints could not be properly evaluated due to the nature of the complaint as reported. Per visual analysis, it was observed that a palmaz blue stent was properly mounted on the aviator balloon. The unit was inspected under the vision system and neither anomalies nor damages were observed on the aviator balloon nor on the palmaz stent received. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. An "embolus" is a blood clot or a piece of plaque that acts like a clot. When the clot travels from the site where it formed to another location in the body, it is called an embolism. A common source for an embolus is from areas of hardening (atherosclerosis) in the aorta and other large blood vessels. In this case, the patient had severe calcification, severe tortuosity, plaque, and eighty-percent stenosis, which could have potentially contributed to the reported embolism. Based on the DHR review and the product evaluation, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of lot 17698081 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, a palmaz blue on aviator plus peripheral stent system was used and the stent failed to pass through the stenosis position. The stent implantation failed and the plaque fell off, blocking the artery. The device was stored, handled, inspected, and prepped per the instructions for use (IFU) and no anomalies were noted during prep. The target lesion was the opening of the right vertebral and was severely calcified and had severe tortuosity. There was eighty-percent stenosis and it was not a chronic total occlusion (cto). It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. An 8f non-cordis sheath was used. The stent delivery system (sds) did not pass through any acute bends. A contralateral approach was not used. There was no unusual force used at any time during the procedure. The other devices used with the product did not kink or bend at any time. Due to severe vessel tortuosity, the plaque could not be removed from the patient and the procedure failed because of the patient¿s pain. The patient discharged after three days of treatment, no follow up was performed. The device will be returned for evaluation.